Event description:
It was reported that during an arthroscopy procedure, as the surgeon placed the probe unit in the knee, he noticed the insulation on the unit was peeling off. Further, another device was available for use and the procedure was completed.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.